Event description:
The customer reported one discrepant vitamin b12 result, for one patient, involving the access 2 immunoassay system. An initial result of >1,500 pg/ml was obtained. The sample was reanalyzed two times, on the same instrument, and obtained lower results of 373 pg/ml and 366 pg/ml. Another result of 287 pg/ml was also obtained as documented from the customer-supplied data. The customer stated no results were released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Beckman coulter customer technical support (cts) advised the customer to perform a system check; the system check failed with sample counts outside of limits errors. Further troubleshooting determined that a loose substrate cap fitting was the cause of the non-reproducible elevated vitamin b12 result. The customer observed air in the substrate line feeding from the substrate bottle. Cts had the customer confirm the fittings on the substrate line and the connection to the instrument was tight and secured. The laboratory quality control (qc) protocol is to perform qc every 24 hours each morning. Quality control level 1 failed two times the morning prior to the event but passed on the third attempt. The patient¿s sample was collected in a serum tube and centrifuged at 2,500 rpm (rotations per minute) for ten minutes. The sample was less than eight hours old and normal in appearance. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed the cause of the event was the loose white substrate fitting on the substrate bottle. The fse verified system performance was acceptable; no repairs or maintenance was completed as the issue was resolved during telephone system troubleshooting. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.